Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported that customer stated the pump "broke" last month. No further specific information was provided.